Manufacturer narrative:
Batch review performed on 03-may-2021: lot 1901313: (B)(4) items manufactured and released on 03-jun-2019. Expiration date: 2024-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to infection after about 1 month from the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. The patient already underwent revision surgery, it was due to the tibial tray subsidence, this happened about 1 month ago, with respect to this surgery. The surgeon revised the tibial tray and insert and added a fluted extension stem and tibial augment.